Event description:
Pt in cardiac arrest. Monitor showed ventricular fibrillation. Defibrillator charged but would not discharge three times. Sparks flew from the paddles when discharge button activated. Staff sent to retrieve a defibrillator from another nursing unit. Time delay of at least 5 minutes. Before second defibrillator could be brought to scene, pt pronounced dead. After review by several medical staff committees, it was determined that this pt probably would have expired despite this incident.